Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2016-02-08 from the health care provider (hcp) stating that the cause of the infection at the implantable neurostimulator (ins) site was not determined. Results from a culture indicated staph epidermidis, and it was confirmed that there was no device, therapy, or procedure issue relating to the infection.

Event description:
Additional information was received on (B)(6) 2016. The company representative (rep) stated that they had seen the patient the previous week, and that they had never said a word regarding the difficulty recharging, coupling issues, and had never mentioned seeing the thermometer alert screen. They noted that the patient would usually text them if they had an issue. The reason for meeting the previous week was to have the rate control parameters adjusted. The patient was doing well and offered no complaints.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was replaced due to a confirmed infection. Originally the patient was going in to have the ins moved closer to the skin surface because the patient was having issues with recharging/coupling. She would only be able to get 2-4 coupling boxes shaded. The thermometer screen would appear while recharging and the patient would experience overheating of the system. When the healthcare professional (hcp) went into move the ins they discovered the infection and the ins was replaced. Further follow-up is being conducted to determine the cause of the infection and what diagnostics were performed. If additional information is received, a follow-up report will be sent.